Event description:
It was reported, post-operatively, that the patient experienced severe pain in his right 2 or 3 toes starting with his pinky toe following placement of trial leads. The health care professional (hcp) treated the patient¿s pain appropriately in the hospital. The leads were explanted from the patient shortly after the patient started experiencing this pain. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)